Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported to the pump educator was informed on saturday that the patient has had elevated blood glucose symptoms of vomiting, weakness, and heavy breathing along with elevated blood glucose level up to 550 mg/dl; instructed mother they should take her to the hospital immediately. Caller stated the mother injected the patient with a shot of novorapid; amount not provided and then took her to the hospital. Caller reported the patient was diagnosed with ketoacidosis and was treated accordingly; treatment received was not provided. Patient's normal blood glucose level was not provided. Caller stated the patient is still at the hospital with a blood glucose level around 112 mg/dl and will probably be sent home tomorrow. Caller reported the mother told the educator that the child does not measure her blood glucose as she should and that she takes off the pump whenever she wants to play. No further information is available. Requested return of the alleged infusion device for evaluation.